Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No unexpected low battery alarm was noted and no blank display was noted. The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that he has had battery issues since friday. Customer's blood glucose level at the time was 260 mg/dl. Customer stated that the pump had cracks on the reservoir compartment. Pump was possibly bumped into things. Customer indicated that the cap was slightly crooked on the pump. Customer declined troubleshooting the battery issue. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.